Manufacturer narrative:
Investigation/evaluation: a review of the complaint history, device history record, documentation, specifications, and visual inspection of the returned device was conducted during the investigation. One stent was returned for investigation. The stent was received in two pieces. The tether was still attached to the proximal coil. The stent coil has been severed from the stent body where the coil starts to curve. The point of separation appears pinched and cut at an angle. The tether was frayed and separated between the knot and the end of the of the proximal coil; several areas along the tether appear stressed indicating force was applied to the tether during removal. A review of production and quality documentation did not observe any specific issues with current controls that may have contributed to this incident. A review of the device history record observed one non-conformance for component displaced in pack. There were no other reported complaints associated with lot number 7597754. Based on the information provided and the results of the investigation, the root cause is likely due to the handling of the product. However, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that c-flex multi-length ureteral stent set was found broken when the package was opened. The device did not come in contact with the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.